Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed a "pace defib device failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical germany and eventually zoll us for evaluation. The device was put through extensive testing including functional stress testing and the customer report was able to be duplicated intermittently. We were unable to determine root cause, but the pbp and ECG boards were replaced as the likely suspect assemblies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.